Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had black water come out when it was being washed. The issue occurred during reprocessing. There were no reports of delay or patient harm.

Manufacturer narrative:
Correction to g2- health professional was inadvertently selected on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus confirmed the reported event of foreign material falling off the channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The foreign material may have remained because the device was not reprocessed properly due to a leak from the bending section cover. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in bf-1t260, bf-260, bf-p260f, bf-xp260f, ronchofibervideoscope, bronchovideoscope, evis lucera, operation, bf-6c260 chapter 3 ¿preparation and inspection¿. IFU states that preventive measure in bf-1t260, bf-260, bf-6c260, bf-p260f, bf-xp260f, bronchofibervideoscope, bronchovideoscope, evis lucera, reprocessing chapter 3 ¿cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.